Event description:
Spontaneous communication: pt and husband report pt is getting 'no disposable' alarm on both of her legacy pumps. Advised problem is with cassette and not pumps. Advised pt reposition the tubing on the cassette and the bladder in the cassette so that the tubing lies flatter on top of the cassette. Pt was able to restart pump, no changes in symptoms per pt. No other information known. Lot number: unknown. Pump serial numbers: unknown. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; at time of event; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; pt was able to fix cassette and resume infusion; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6)/caremark by pt/caregiver.